Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event updated to (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they have bowel movement accidents that they don't know when they are going to occur. They've had the issue prior to the implant however there hasn¿t been much improvement since implant. Patient also stated that they may go a week or two without the symptoms. Patient was asked if there was 50%improvement and they responded that they have not used it or had it on for a long time. Patient was redirected to follow up with their healthcare professional to address the symptoms and direction. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported a 'fiasco' on tuesday night - caller couldn't make it to the bathroom. Patient was not feeling stimulation and therapy was on. Caller increased stimulation on program 2 from 3-4 v without feeling stimulation. Caller switched to program 3 and felt stimulation at 3.5 v. Patient called back stating that they were still having a lack of therapeutic effect and was still having accidents. It was advised to patient to change to program 4. Patient increased up to 3.6v, but it was uncomfortable and hurting so they turned it down to 2.7v. Patient would keep a symptom diary and contact their managing hcp if they did not get symptom relief. Patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor.